Event description:
The hcp reported the pt was experiencing signs and symptoms of underdose with increased spasticity. A dye study/rotor study was done that demonstrated a catheter fracture at the pump pocket. The pump was explanted and replaced and returned to the MFR for analysis. The catheter was not replaced. The pt is reported to continue with increased spasticity post replacement.